Manufacturer narrative:
Device investigation: results: the catheter is kinked 1 cm from the strain relief. The catheter also has other kinks and pinches long the entire shaft. A 0.070" mandrel could not be introduced through the hub of the catheter. The catheter is non-functional. The kink noted in the complaint is confirmed. The catheter did have a kink in the proximal end approximately (1cm) from the strain relief. This was likely due to operator technique. If the catheter is bent at a severe angle during manipulation in the patient when being held at the proximal hub end, the proximal end of the catheter may kink at or near the strain relief. The catheter also had other kinks and pinches along the entire shaft of the catheter which likely occurred as a result of post-procedural handling and packaging for return. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The physician was doing a stent assisted coiling case of a basilar artery aneurysm. He advanced the neuron 070 up thru the right vertebral artery to the level of approx c2. He put a xt catheter inside of the neuron 070 and advanced that to the rt pca. The catheter kinked at the proximal end. The physician was able to finish the case, and was able to flush and inject. His main concern was that the flush thru the neuron 070 wasn't optimal ,and could have led to clot formation inside of the catheter. The case was successful and there was no adverse event.